Event description:
It was reported that the user experienced intermittent dexcom g7 signal loss while using the ilet, after which the glucose value reappeared on the ilet and levels remained stable following troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no injury and no medical intervention. Investigation included user guidance on potential intermittent signal issues and verification that the cgm reading resumed on the ilet. Investigation of this case revealed a transient loss of cgm connectivity without persistent device malfunction, consistent with known intermittent communication disruptions between external cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or situational communication interference rather than a hardware failure.